Event description:
A pt who experienced respiratory depression and sedation due to her family administering bolus doses. The pump was set for morphine 1mg/ml. 1 mg pca dose with a 10 minute pt lockout and a 20-24mg 4 hr limit (exact 4 hr limit not recalled.) The pt continued to experience discomfort, and the parameters were changed to a 1.2mg dose with an 8 minute lockout. The 4 hr limit was unchanged. The pt's family was noted to have frequently pressed for pca delivery while the pt was asleep. They reported that the pt moved restlessly and moaned in her sleep, so they assumed she was in pain and gave bolus doses of morphine when available per ordered dosage parameters. A nurse later noted the pt to be sedated and in respiratory depression. She required an unspecified amount of narcan and recoverd without adverse sequelae. Pt controlled analgesia was discontinued. The pump administered correctly within programmed settings and continues in pt use without problems.